Manufacturer narrative:
Review of the system data shows that the laser capsulorhexis was completed without issue and system found to have functioned as designed. No further clinical follow-up required.

Event description:
Issue: on (B)(6) 2025, doctor (B)(6) reported to cas that he had a posterior rupture during procedure ID # (B)(4).